Event description:
It was reported that the patient presented with chronic low back pain, bilateral leg pain, left more than right secondary to lumbar spinal stenosis l3-s1 with instability and degenerative lumbar disc disease. Patient underwent a decompressive laminectomy l3-s1, complete discectomy l5-s1 and instrumented fusion with legacy pedicle screw and rod instrumentation and right posterior iliac crest bone graft and a capstone prosthesis filled with rhbmp-2/acs. Approx. 9 months out from surgery, it appeared that her fusion was healed. Patient returned the following year with escalating lumbosacral back pain. X-rays of the lumbar spine at the time showed the development of a mild spondylolisthesis below her fusion at s1-s2. Patient had a CT scan that did not show acute fracture. Myelogram CT in (B)(6) 2008 showed interval development of degenerative disk disease and spinal stenosis above her fusion at l2-3. Patient underwent a bilateral complete decompressive laminectomy 2-3, removal of hardware bilateral pedicle screws at l3-s1, inspection of fusion l3-s1, pseudoarthrosis identified. Patient also underwent left posterior iliac crest bone graft harvesting and revision of posterior instrumentation l2-s1 with placement of iliac wing screws and repair of incidental durotomy, greater than 1 cm, complex axillary region right l2 nerve root. Post op the patient had no leg pain. Patient continued to have decreased sensation in the right leg. Final diagnosis was lumbar spinal stenosis l2-3, lumbar spinal inst ability l2-3, pseudoarthrosis bilateral posterolateral l3-s1, and incidental durotomy, complex, greater than 1cm, axilla of right l2 nerve root. Patient was discharged in satisfactory condition.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR was electronically submitted on (B)(4) 2013 and we are re-submitting because the acknowledgments were not received.